Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2006 ¿ pt underwent repair of ventral incisional hernia with composix mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add¿l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add¿l info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records do not extend beyond the implant and the initial attorney report did not allege a specific device failure. Additionally, product identifiers have not been provided; therefore a mfg review is not possible. With the limited amount of info, no conclusion can be drawn. A supplemental report will be submitted if/when add¿l info is provided.